Event description:
On (B)(6) 2013, it was reported that this vns patient was referred for a hemispherectomy. The patient was a status epilepticus case. Attmepts for additonal infromation have been unsuccessful.

Event description:
Follow up with the distributor found that the country laws prohibit the collection of any information regarding patients, and therefore, no additional information will be provided. Through the course of the investigation, the following information was obtained. The patient was suffering status epilepticus approximately 1.5 months prior to vns implant; however, the exact time was unknown. After vns implant, there were no seizures at all for more than a month. Now five to ten seconds twice a day up to four times a day. Immediately after vns implant, it was observed that the patient was in better condition. The patient used the magnet frequently, after ever seizure, allowing the patient to stop status epilepticus and eliminate almost all seizures during the day. The number of seizures was quickly, systematically, decreasing after implant date. During the last visit in october/ november, the lead impedance value was approximately 3000 ohms. The generator was said to be fine. There is no plan for interventions at the moment, and no interventions were thus far taken. The patient feels fine and the number of drugs in the patient's system is slowly decreasing.